Manufacturer narrative:
Conclusion: the contegra® pulmonary valved conduit is designed to be used for correction or reconstruction of right ventricular outflow tract (rvot) in patients aged less than 18 years with congenital heart malformations. In addition, the conduit is indicated for the replacement of previously implanted, but dysfunctional, pulmonary homografts or valved conduits. Due to the fact that a great proportion of congenital heart valve abnormalities present as emergent cases in neonates, infants and young children, the patient¿s physical growth is an unavoidable event; and eventually a reoperation and replacement of the conduit may be required.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 8 years 4 months post implant of this pulmonary bioprosthetic valved conduit, the patient presented with mild exertional dyspnea and nyha class ii heart failure. The device was replaced valve-in-valve with a medtronic transcatheter pulmonary valve (tpv) due to progressive conduit narrowing and stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.